Event description:
It was reported that the insulin pump alarmed low battery. The blood glucose reading is 95 mg/dl. During troubleshooting, the insulin pump alarmed no delivery. Customer changed the set and reservoir. The insulin pump did not alarm during the manual prime. Customer stated the drive support cap is loose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.